Manufacturer narrative:
Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. The customer stated that they have two AED's that they put together. One is brand new and has an asi that flashes green but is so faint it is only visible by cupping hands over the asi - and then it is still faint. Lastly, he put both AED's side by side to verify it was not the light in the room that was making it hard to see but even to this the light was still faint. At this time the root cause cannot be determined. However, should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that their AED will not power on. Asi light very faint; blank an out of the box error or warnin. The reported event did not occur during patient use.